Event description:
Patient was revised to address poly wear and osteolysis. There was minimal eccentric wear of the liner and minimal osteolysis around the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.